Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the implantable pulse generator (ipg) exhibited "mechanical breakdown". The rv lead was capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.